Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of pascal procedure in mitral position. During the procedure, after advancing the guide sheath over the septum, patient's blood pressure and heart rate dropped. Patient had severe mitral regurgitation. The guide was prepared in accordance with the IFU. Right femoral venous access was obtained without complication, followed by transseptal puncture at the mid-fossa, posterior position. After transseptal crossing, the wire was clearly positioned in the left upper pulmonary vein. Damage to the cardiac wall or the aorta caused by the wire or guide was excluded. Shortly after advancement of the guide, an abrupt drop in arterial blood pressure and heart rate occurred, with bradycardia down to approximately 35 bpm. At that time, the patient was under general anesthesia. Immediately prior to the hemodynamic event, only heparin had been administered. No other changes in anesthetic management were made. As an initial countermeasure, adrenaline was administered. Due to persistent hemodynamic instability and loss of arterial pressure, cardiopulmonary resuscitation was initiated for approximately 1-2 minutes. Following resuscitation, blood pressure and heart rate fully recovered. Pericardial effusion was excluded by echocardiography. The anesthesiologist initially suspected an air embolism, therefore, a 12-lead ECG was obtained, showing no st-segment elevation or other abnormalities. In addition, a prior ECG was reviewed and showed no relevant differences compared to the current ECG. Consequently, an air embolism was considered unlikely. In addition, heparin intolerance was excluded. Hemoglobin levels were checked repeatedly and showed no abnormalities. Lactate levels were within the normal range. After stabilization, the procedure was continued. Neither the p10 nor the ace device achieved a sufficient reduction of mitral regurgitation. Therefore, both implants were bailed out. Postoperatively, the patient was responsive and hemodynamically stable. Due to the intraoperative event, the patient was transferred to the intensive care unit for temporary monitoring. No definitive cause for the transient hemodynamic instability could be identified. Physician was ultimately unable to determine the reason for the patient's temporary deterioration. Postoperative echocardiography showed mitral regurgitation unchanged compared to the pre-procedural status (mr grade 3, transmitral gradient 1.2).

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged, the complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence based on information provided. One of the root causes of this event could be disrupting the electrical system of the heart by coming into contact with sinoatrial (sa) or atrioventricular (av) nodes after transseptal access was established from the right atrium into the left atrium. Given the angle of the inferior vena cava (ivc) the orifice of the ivc might have pointed the guide sheath into these nodes and leading to the drop of the heart rate and blood pressure. In this case, the bradycardia presented as guide sheath was advanced, but there was no allegation or indication that a device malfunction or use issue contributed to this adverse event and it resolved after cardiopulmonary resuscitation. Investigation results suggest this event could have occurred due to a response to anesthesia or potentially contacting the conduction system of the heart. Since no edwards defect was identified, corrective or preventative actions are not required.